Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement procedure, while implanting the new left ventricular lead; the guidewire could not be inserted. The lead was not used and a new lead was implanted. The patient left the procedure in good condition and during post operation assessment the following day, there were no problems noted.